Event description:
It was reported that the device exhibited post-paced t wave oversensing (pptwos). Some programming changes were made however, pptwos was still present. Unknown if additional programming changes were made to resolve the pptwos.

Manufacturer narrative:
Received voluntary medwatch mw5147811